Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), hypersensitivity ("allergic reactions"), migraine ("migraines"), dyspareunia ("dyspareunia"), depression ("depression ") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, hypersensitivity, migraine, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, hypersensitivity, infection, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-dec-2018: legal complaint received ¿ event essure removal updated to pelvic pain. New events infection, allergic reactions, migraines, dyspareunia, depression and mental anguished were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 80910-invalid, 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included trichomonal vulvovaginitis. Concurrent conditions included vaginal dryness and itching. Concomitant products included baclofen, bupropion, sertraline, tramadol and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), mood swings ("hormonal changes: mood swings"), urinary tract infection ("infection: urinary tract"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, migraine, dyspareunia, depression, anxiety, mood swings, urinary tract infection, rash, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, vaginal discharge, visual impairment, fatigue, alopecia, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, headache, hypersensitivity, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : hair loss, headaches, back pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: update of information (batch is invalid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilization. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6)2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/chronic pain'), genital haemorrhage ('general abnormal bleeding') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (batch no. 80910-invalid,809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included trichomonal vulvovaginitis. Concurrent conditions included vaginal dryness and itching. Concomitant products included baclofen, bupropion, sertraline, tramadol and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("mental anguish"), mood swings ("hormonal changes: mood swings"), urinary tract infection ("infection: urinary tract/uti"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/urinary problems"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, migraine, dyspareunia, urinary tract infection, urinary tract disorder, allergy to metals, alopecia, back pain and abdominal pain had resolved and the genital haemorrhage, hypersensitivity, depression, anxiety, mood swings, rash, bladder disorder, headache, nausea, tooth disorder, nervous system disorder, vaginal discharge, visual impairment, fatigue and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, chronic pain, dyspareunia (painful sexual intercourse},back pain, nickel allergy, psych injury, urinary problems., uti, hair loss and migraine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hair loss, headaches, back pain, nickel allergy. Lot number 80910 is invalid. Lot number: 809010, manufacturing date:2010/12, expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: fu(7) and fu(8) processed together. Pfs received. Essure explant date updated. Events- general abnormal bleeding, abdominal pain and autoimmune disorder nos were added. Event clubbed: pelvic pain/ pain/chronic pain, psychological or psychiatric problems: depression/psych injury and bladder or urinary problems or changes/urinary problems. Event outcome updated for: pelvic pain/ pain/chronic pain, dyspareunia (painful sexual intercourse)/ pain during intercourse, back pain, nickel allergy, bladder or urinary problems or changes/urinary problems, infection: urinary tract/uti, autoimmune, hair loss and migraines. On 4-sep-2019: fu(7) and fu(8) processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 80910, 809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included trichomonal vulvovaginitis. Concurrent conditions included vaginal dryness and itching. Concomitant products included baclofen, bupropion, sertraline, tramadol and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), mood swings ("hormonal changes: mood swings"), urinary tract infection ("infection: urinary tract"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, migraine, dyspareunia, depression, anxiety, mood swings, urinary tract infection, rash, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, vaginal discharge, visual impairment, fatigue, alopecia, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, headache, hypersensitivity, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : hair loss, headaches, back pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Lot number added. Concomitant condition medication added. Events : hormonal changes: mood swings, infection: urinary tract, rashes or skin conditions, bladder or urinary problems or changes, bladder or urinary problems or changes, headaches, nausea, dental problems, neurological conditions or problems, nickel allergy, vaginal discharge, vision/eye problems, fatigue. Hair loss, back pain, stomach pain, essure confirmation test(s) conducted, specify no were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (batch no. 80910-invalid,809010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included trichomonal vulvovaginitis. Concurrent conditions included vaginal dryness and itching. Concomitant products included baclofen, bupropion, sertraline, tramadol and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), mood swings ("hormonal changes: mood swings"), urinary tract infection ("infection: urinary tract"), rash ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, migraine, dyspareunia, depression, anxiety, mood swings, urinary tract infection, rash, bladder disorder, urinary tract disorder, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, vaginal discharge, visual impairment, fatigue, alopecia, back pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dyspareunia, fatigue, headache, hypersensitivity, migraine, mood swings, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : hair loss, headaches, back pain, nickel allergy. Lot number 80910 is invalid. Lot number:809010 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.